Manufacturer narrative:
Eval is pending. Info will be provided in a f/u report.

Event description:
It was reported that: while the device was ventilating a pt, the user reported that the device shut off. The initial reporter was unaware if it stopped ventilating or if the display as observed to go blank. No pt injury.